Manufacturer narrative:
Continuation of d10: product ID pv-20-50-helix (lot: b745899); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two concerto coil pushwires kinked and one of the coils prematurely detached. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the hypogastric region. The max diameter was 400mm and the neck diameter was 10mm. The patient's blood flow was normal, and their vessel tortuosity was minimal. It was reported that there was a user error when loading the concerto coil. The coil was kinked/damaged in the proximal pushwire segment and did not advance any further, so it was removed. Another coil was advanced and the proximal pushwire kinked and the coil detached. The coil was aspirated with a 3mm syringe to remove it from the catheter. No additional surgical or medical intervention was required. The physician did not reposition the coils during the procedure, and there had been no friction/difficulty with either coil during testing or delivery. A continuous flush had been administered. No detachment attempts had been made. The physician did not rotate the delivery pusher during the procedure. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a rebar microcatheter and non-medtronic sheath and guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the tech kinked the wire and the coil ultimately detached in the microcatheter. It kinked to the point of breaking the coil release segment.